Manufacturer narrative:
Analysis was completed. Backup operation was reproduced at cold temperature and this is consistent with xena ic anomaly. Assessment of total projected longevity was performed and device was found to have appropriate longevity remaining.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the pacemaker was found in backup mode before being implanted. There was no patient involvement.